Manufacturer narrative:
Product analysis #702910844:brief description of complaint: about 15 minutes into the case, the surgeon reported excess tissue build up on the device tip. The settings were set to cut 6 and coag 8. The tech was cleaning the device with a wet lap and reported one side of the coating peeled off. The surgeon used the same device to complete the case. Investigation conclusion: the reported issue was confirmed. The device was returned with the saline tubing and connector plug cut away from the device, preventing any functional testing. However, the complaint was able to be confirmed by visual inspection only. The electrode glass insulation coating is gunked, peeling/flaking, and is detached from the blade in multiple areas. However, it cannot be determined what caused the damage to the electrode insulation. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a lumpectomy case, the tech was cleaning the plasmablade device with a wet lap and reported one side of the coating peeled off. Nothing fell into the patient.